Event description:
It was reported that the procedure was to treat a restenosed, heavily calcified, 90% stenosed lesion in the mildly tortuous proximal left anterior descending (lad) artery. The 4.0 x 08 mm nc tenku balloon dilatation catheter (bdc) was unpackaged, soaked, and prepped for use without any issues noted. After successful advancement to the lesion, the nc tenku balloon ruptured at 18 atmospheres (atm) during the second inflation, and was removed without issue. The procedure was completed at this time. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The rx nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query of the complaint-handling database was performed and no other incidents have been reported for balloon ruptures for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.